Event description:
Complainant alleged that staff members were attempting to pace a 55 yr old female pt. The staff had already attached another MFR's ECG cable to the unit and the pt. The staff was unable to connect the zoll electrode pace cable to the pt because the unit's pace port was blocked by the ECG cable connector. The staff obtained another unit and treated the pt. There was no adverse effect on the pt.